Manufacturer narrative:
Two photos were taken by the customer. The photos do not confirm the leakage complaint. Due to no sample being received, no investigation can be conducted and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim. "When flushing a patient's port after her chemotherapy was complete, the end blue cap sprayed across my arms/chest. I had flushed with 10 ml of saline, then when disconnected the saline flush, it sprayed out. The line had just had chemotherapy running through it, so there could have been some exposure. This has also happened with nurses during blood draws through the end blue caps. The product is the maxplus clear needleless connector."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.